Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that during a scheduled pump modification procedure, the surgeon was unable to aspirate from the pump site. The existing catheter was cut by a few centimeter proximal to the pump. The catheter was connected to a new catheter; aspiration was successful after the connection. The concerns about inability to aspirate from the pump side port was resolved intraoperatively. The participant did not have any signs of baclofen withdrawal before the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.